Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it was confirmed the adhesion/clogging of the material in the air/water channel. However, the material was not identified. There was no health damage to patients. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope might have foreign objects inside scope or something wrong with their reprocessing cycle. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h$ - nov11, 2020. And DHR statement: a review of the device history record found. No deviations that could have caused or contributed to the reported issue.